Event description:
Boston scientific received information that during a follow up several ventricular fibrillation were analyzed on the electrocardiogram. Noise was seen on the right ventricular channel as well as pacing inhibition which caused a period of asystole due to no underlying patient rhythm. Upon interrogating the device noise was reproduced during arm movements. A right ventricular (rv) lead revision was scheduled. This lead will not be returned.

Event description:
---

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Subsequently an rv lead revision took place and a new pace/sense was implanted. The existing rv lead was plugged into the left ventricular port and left in same position. It was noted that after the first follow up the previously implanted rv lead will be deactivated. No adverse patient effects were reported.